Manufacturer narrative:
The reported event was not confirmed as the scope was not microbiologically tested by olympus.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of escherichia coli. The device was reprocessed and sampled again six days later; the device tested positive for >100 cfus of escherichia coli once again. The device was reprocessed and sampled again seven days later, the device tested positive for 1-10 cfus of bacillus cereus and 1-10 cfus of moraxella osloensis. The device was reprocessed and sampled again seven days later; the device tested positive for 10-100 cfus of escherichia coli. It was not specified which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated information added to d9, h3, h4 and h6. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lm final investigation. The lm reviewed the customer provided cds processes and could not find information to judge deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The instruction for use (IFU) warns of insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.